Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-2138-50, serial number: (B)(4), batch/ lot number: 184694/ a36516, model/ catalog description: phase iii linear lead - 50cm. Model number/ catalog number: sc-3138-35, serial number: (B)(4), batch/ lot number: a07846/a15372, model/ catalog description:lead extension kit 35cm.

Event description:
A report was received that the patients stimulator was non-functional. The patient underwent an explant procedure. No further information could be obtained.